Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2024, product type lead, ubd: 28-jul-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative upon checking the lead placement status via x-ray, one of the no. 0 electrodes (0-7) was identified as ¿clearly located away from the lead,¿ raising suspicion of a physical rupture. Despite this, impedance measurements were normal and no health damage occurred. The physician¿s opinion was that the suspected lead fracture was ¿likely due to passage of time and patient-related factors;¿ however, the patient¿s environmental factors were considered within the range of normal use and unlikely to result in a fracture. The physician decided to continue monitoring the situation and may consider lead replacement depending on future developments. There were no defects found in the implanted implantable neurostimulators (inss), and no surgical procedures or additional treatments were performed. The issue remained unresolved at the time of the report. It was noted that the patient¿s imaging was performed ¿as part of a regular check.¿ the buerger¿s disease patient was alive with no health damage at the time of report. No complications were reported or anticipated.